Manufacturer narrative:
(B)(4). Evaluation summary: during product evaluation, f2 was discovered and confirmed in the alarm log. The cause of the reported problem could not be identified. Due to an estimate refusal by the customer, no repairs were made to this pump. A service history review was performed, revealing that the reported condition is not related to any previous customer service request on this pump. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The baxter service technician reported a flo-gard infusion pump with an occurrence of f2 in the event history of the device. A broken upper door hinge was found during device evaluation, indicating that f2 was a false occlusion alarm. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.